Event description:
Fracture of the pace/sense portion of the high voltage lead was reported. The lead was explanted. Attorney alleged the patient suffered physical and other injury due to the lead. It was also alleged the patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned for analysis.